Event description:
Home patient reported minicaps being dry. Per home patient the sponges were pinkish in color. Home patient noted this prior to use and reported that no patient injury was associated with these incidents.